Manufacturer narrative:
Pump received with broken reservoir tube lip, cracked case near display window corners and cracked on display window noted.

Event description:
The customer reported via phone call that their insulin pump screen and reservoir compartment was damaged. The customer¿s blood glucose level was unknown. The customer also stated that the insulin pump has damaged. Troubleshooting was performed for damage and noticed the reservoir securely lock in place. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.